Event description:
A 46-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2025. On may 04, 2026, novocure was informed that the patient experienced scalp wounds with exposed cranial hardware. As a result, the patient temporarily discontinued optune gio therapy. The prescribing physician was contacted for additional information and responded on (B)(6), 2026, confirming that the patient developed wound dehiscence and a wound infection, required hospitalization, and would likely require surgical intervention. In the physician¿s opinion, the event was probably related to optune gio therapy, and the patient did not intend to resume therapy. It was also noted that the patient had previously undergone two courses of radiation therapy, which were considered potential risk factors for wound complications.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound infection and dehiscence cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection and dehiscence in this patient include prior radiation, underlying cancer disease and prior surgery affecting skin integrity.